Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 1 photo was provided by the customer for investigation. The photos were reviewed and the indicated failure mode for additive abnormality / overspray with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® k2e 7.2mg plus blood collection tubes had discolored/abnormal additive form. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated the "edta is clumping." Customer is concerned over the effect on the results and maybe excess edta artifact.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® k2e 7.2 mg plus blood collection tubes had discolored/abnormal additive form. This event occurred 100 times. The following information was provided by the initial reporter: the customer stated the "edta is clumping." Customer is concerned over the effect on the results and maybe excess edta artifact.